Event description:
It was reported there was an increase in lead thresholds from the chronically programmed outputs. The thresholds increased from 2.0 volts to 5.0 volts. It was further reported the patient is deceased in a manner unrelated to the thresholds.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).